Event description:
It was reported the device may be overdelivering during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing. The customer stated problem was confirmed. Customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. Pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.